Event description:
It was reported that after insertion, the iab failed to fully unwrap. Multiple attempts were made to manually inflate the balloon but were unsuccessful. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The reported complaint that the "iab failed to completely unwrap despite manual inflation" is confirmed. During the investigation, the proximal and distal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. Corrections (retraining) have been established for this issue as a result of a previous investigation within teleflex, and this device was manufactured prior to the release of those corrections. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after insertion, the iab failed to fully unwrap. Multiple attempts were made to manually inflate the balloon but were unsuccessful. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after insertion, the iab failed to fully unwrap. Multiple attempts were made to manually inflate the balloon but were unsuccessful. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine."